Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the patient that the first one only lasted 4 years and the battery was very low. The battery unit was also out of its pocket causing pain and discomfort at the site. The patient reported that the battery unit was under the patient's skin and sticking out of the patient's body. Patient had to adjust it when the patient sat down.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that the ins battery has moved outside the pocket and was floating and that they had lost weight and thinks it is the reason the ins is moving and the ins was replaced. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the cause of the patient's device only lasting 4 years and the battery being low was unknown and that a health care professional reprogrammed device. No further complications were noted or anticipated.